Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (closure codes and device codes). Device product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "an analysis of stably fixed femoral components retained during revision total hip arthroplasty" written by hyung joon cho, md, seung beom han, md, phd, jong hoon park, md, phd, and sang won park, md, phd published by the journal of arthroplasty vol. 26 no. 8 2011 accepted by publisher 7 february 2011 was reviewed. The article's purpose: "to evaluate overall clinical outcomes and the radiographic results of revision hip arthroplasties involving only the acetabular component, with a particular focus on thorough assessment of the condition of the nonretrieved femoral stem." Data was compiled from 26 patients (29 cases/hips) of revision tha occurring between january 1998 and december 2004 with average age of 54.3 years and average time from primary operation to revision of 9.2 years and average follow up of 5 years. Most common cause of revision surgery was osteolysis accompanied by failure of the locking mechanism and liner dissociation (also note of aseptic loosening, recurrent dislocation). It is noted in table 2 that 2 duraloc cups were utilized in 2 of primary cases (that were revised) and then 2 in the revision cases along with 2 aml stems. All bearing surfaces were mop and various non depuy products are listed for both primary cases and revision cases. Results post revision: pain, osteolysis in acetabular and femoral locations, cortical hypertrophy and calcar resorption, dislocation treated by closed reduction and bracing, heterotrophic ossification. Adverse events that can be associated with depuy duraloc cup and aml stem: surgical revision (from list of primary tha). The article does not specify which specific failure is associated with depuy products but atleast one or more of the following: osteolysis associated with poly wear, failure of locking mechanism and dissociation of liner, aseptic loosening of cup (stems were left intact), recurrent dislocation. Although not stated, it is reasonable to conclude a depuy femoral head was utilized in conjunction with the duraloc cup and aml stem.